Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: console nim4cm01 nim 4.0 :nim4cm01:serial/lot :unknown img:g02030, fdm: b17, fdr:c20 , fdc:d16 h3: analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete for patient interface nim4cpb1 nim 4.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operative, nim system did not detect patient interface, was not giving any signal on the nim system. There was no patient involvement.

Event description:
Additional information received, system would not capture patient interface connected in wired mode and no signal in wireless mode. The issue resolved when the user used another nim 3.0.

Manufacturer narrative:
H3:product analysis confirmed customer issue regarding not working properly. Unit presented with 1.5.4 sw and loose top decal. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: fdc:d20 h6:previous code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.